Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter occupation: (B)(6). Investigation summary: we do not have the physical sample of the client, only photography, in which we can observe that the product does not have the scale recorded, in addition, one of the syringes shows incomplete marking. During the evaluation of the part sent by the client is evident the defective that was generated during the printing of the cylinder of the syringe. Investigation conclusion: a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause description: during manufacturing, template damage may occur given the use of the same, that is why these are changed once a turn or each time they are damaged by the mechanic or technician as established in the work instruction it-02-20-CT-is-09 in which part of l the controls is to verify full printing and disable the parts ejector once the quality of the marking is acceptable, however the reboot or adjustment could generate unprinted cylinders, this is the only fault mode because during manufacturing is the "marking quality" feature was assessed and some defective was not reported.

Event description:
It was reported that there was a scale marking issue with 2 20ml luer lok syringes. The following information was provided by the initial reporter: "I am reporting a product claim for ref303310. The barrels of two syringes both from lot# 8357189 with an expiration of 2023-11-30 have poor to no demarcation on them. Both syringes have the outerwrap intact."